Event description:
Customer's mother called asking for assistance programming customer's replacement insulin pump. While programming the device, it gave a prime alarm. Customer's mother was able to clear the alarm and continue programming the device. Customer's blood glucose was high. Customer's meter did not give a reading, it simply said high. Customer has been off the device because she was waiting for the replacement. She has been on her back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).